Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 8 atms on the initial inflation. The lesion being treated was a calcified and chronic total occlusion in the left anterior descending artery (lad). The procedure was completed with another of the same device. No patient injuries or complications were reported.

Manufacturer narrative:
The complainant indicated that the devcie will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.